Manufacturer narrative:
An event of paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported paravalvular leak could not be conclusively determined. The reported unexpected medical intervention was due to case-specific circumstances. Following implantation, a post bav was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6) (r958516401). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 328s and heparin was given. A pre-implant balloon valvuloplasty (bav) done with a 24mm non-abbott balloon. The final implant depth was 8mm on non-coronary cusp (ncc) and 10mm on left coronary cusp (lcc). After the implant, a post bav was done with a 26mm non-abbott balloon due to moderate perivalvar leak (pvl). On (B)(6) 2025, the pvl graded as moderate.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.